Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent damage occurred. The 75% stenosed target lesion was located in the severely calcified and moderately tortuous mid left anterior descending artery (lad). A 3.00 x 38mm synergy xd stent was advanced to the target lesion, but it was noted that the stent struts were lifted and damaged. It was noted that there was no abnormality on the appearance of the device before it was used. The procedure was completed with another device. No patient complications resulted in relation to this event.